Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 19 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient is currently at the hospital following a heartmate 3 implant. Low flow alarms were produced by the system controller, and the patient felt dizziness and lightheadedness. The manufacturer¿s technical services representative reviewed the submitted log file and revealed trajectories consistent with device thrombosis. Further information was requested, but not provided.